Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 8.8 cm. Full breached insulation degradation was found at 4.5 cm and 8.0 cm from the connector pin. The portion of the lead that was returned was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.